Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering the insulin and customer reported that they had unusual event with insulin pump. Customer was having low blood glucose level of 91 mg/dl, and they treated with food. Customer reported that when they tilt the insulin pump the insulin comes out of the tubing. Customer did the self-test and passed. They changed infusion set and unable to get that back to position. The insulin pump and reservoir will not be returned for analysis.